Event description:
It was reported that this the patient with this inflatable penile prosthesis (ipp) went to the hospital because his device did not work properly. Two week later a surgery was performed, as a result of the inspection, it was confirmed that there was a crack in the right cylinder connecting tube. The pump was explanted and replaced. No patient complications reported.

Event description:
It was reported that this the patient with this inflatable penile prosthesis (ipp) went to the hospital because his device did not work properly. Two week later a surgery was performed, as a result of the inspection, it was confirmed that there was a crack in the right cylinder connecting tube. The pump was explanted and replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for cylinders is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. Under microscope observation, contamination (bodily fluid) was found within the pump, so the functional test could not be performed. The pump kink resistant tubing (krt) were worn to the filament. No leaks were identified. Based on the information available and analysis results, the reported device allegations of mechanical issues and hole were not confirmed.